Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during drug/blood aspiration, there was a ¿significant¿ amount of leakage found on a 3ml bd¿ syringe with bd luer-lok¿ tip between the barrel and the plunger. There was no exposure to mucous membranes, injury or medical interventions reported.

Manufacturer narrative:
Investigation summary: two sealed 3ml luer-lok syringes were received. 3ml syringes confirmed to be from batch#: 7239797 (p/n: 309658). No used sample or photo was received. The sealed 3ml syringes were checked for leakage past stopper by performing a leak test, with both syringes passing the test - no leakage was observed. DHR review for batch: 7239797 (p/n: 309658): manufacturing dates: 08/29/2017 to 08/30/2017. Batch quantity was 768,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch: 7239797 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: product defect not confirmed based on sample evaluation. Root cause and CAPA not required as no defects were confirmed.